Manufacturer narrative:
(B)(4).

Event description:
The following info was previously reported in MFR's report # 3007566237201105725: "it was reported that the pt had a pump replacement. The pt previously had been implanted with another MFR's pump. The new pump was set to continuous mode, and "nos bolus" was noted. The pt however did not respond to the intrathecal therapy. Lioresal (1000mcg/ml, 600mcg/day) was then dosed intrathecally for spasticity and to prevent withdrawal. A catheter procedure was performed, and the catheter was determined as being "ok". It was also noted that a new catheter was implanted on (B)(6) 2011. A rotor study/procedure was conducted, and it was found that the rotor failed to move. No critical alarm occurred. The pt had later died of unk causes. The physician did not express that the device system contributed to the pt's death. The pump was interrogated both pre and post mortem, however the results were not reported at the time of this report. An autopsy was planned." Add'l info: the physician did not think that the pump contributed to the pt's death, but because the rotor was not moving, he could not be sure and wanted the pump to be analyzed. The physician thought that the pt died of other causes related to the pt's condition.